Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - nail head elem: tfna helical blade /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Ble for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the case 3 of 7: the surgeon advised the director of medical affairs, while providing him with data to use in a discussion on tfna, that of the 160 tfna nails in his study, he has had seven (7) screw/blade cut outs. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1), unknown, locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).